Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming testing, the device displayed "airway pressure sensing failure - 1052" and "runtime calibration failure - 1051" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report. Please reference section e1. The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.